Manufacturer narrative:
The manufacturer previously reported a failure of the lcd screen that was unable to be read. The inverter board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the inverter board failure was found to be consistent with a failure of the transformer t1 causing the output voltage to the lcd to be negligible.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the lcd screen was unable to be read. The device's lcd screen was replaced to address the issue.